Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in raleigh, north carolina. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. 3 loose connections were found. All connections inside the unit were reseated and device could heat properly again. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t was not heating properly. Reportedly, the temperature in the patient tank would not exceed 30 degrees and this issue happened twice. There was no patient injury.

Manufacturer narrative:
H.10: based on the available information, the most likely root cause of the reported event was an internal disconnection probably due to incorrect previous maintenance activity.

Event description:
See initial report